Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episode due to post-paced t-wave oversensing was observed on an asymptomatic patient via a (B)(4) transmission. The patient did not receive inappropriate therapy during oversensing. Device was reprogrammed once but oversensing issue remained. Further programming changes were recommended.